Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading at the time of the phone call was 250 mg/dl. The customer also stated that the insulin pump alarmed button error. The customer was advised to revert to a backup plan to tear her diabetes. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all of the functional testing, including the basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. However, the insulin pump alarmed button error, due to a flattened dome on the escape button.